Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system experienced diaphragmatic stimulation in all programmed vectors with no capture. The patient came in for an ablation procedure and the patients physician elected to perform and invasive revision procedure. During the procedure, the left ventricular (lv) lead was broke into many pieces during the laser extraction. No further complications were reported.